Event description:
Patient reported an unknown adverse event. Physician later confirmed rupture, small lymph node and fibroadenoma diagnosed by MRI and ultrasound. Patient's representative later reported "focal microcalcifications" via pathological-anatomical evaluation and "hamartoma" via immunohistological investigations and anxiety. The event of "fibroadenoma" is not device related. The device has been explanted and replaced with a non-allergan device. This record relates to the right side.

Manufacturer narrative:
The event of rupture was reported on the 03nov2022. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: rupture.